Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm. Customer also reported that the up and act buttons were unresponsive. The customer stated that she was pushed into a lake while wearing the insulin pump. The customer also stated that the cartridge would not stay in. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive act, up and down buttons due to corroded keypad traces also, with traces of corroded electronic assembly. Unable to verify a21 alarm due to unresponsive button. The insulin pump has cracked lcd window, cracked case at the display window corners, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube and missing the end cap sticker.